Manufacturer narrative:
Note: no actual event date was provided. Therefore, date of event is an estimate based on publication date of the article. Attached article: serous fluid leakage following modified blalock- taussig operation using ptfe grafts; indian heart j 2001; 53:328-331; manoranjan sahoo, manoj sahu, shailaja kale, nita saxena.

Event description:
Sahoo m, sahu m, kale s, saxena n. Serous fluid leakage following modified blalock-taussig operation using ptfe grafts. Indian heart j 2001; 53:328-331. The article states that a 4 year old, male patient underwent modified balalock - taussig shunt using gore- tex vascular graft for treatment of congenital heart defects. The patient presented with respiratory distress between 2 and 12 weeks of shunt surgery. Initial management was conservative (by pharmacological means and tube thoracostomy). Reoperation was undertaken when the conservative treatment failed. Re-exploration confirmed the diagnosis of a perigraft serous effusion. The shunt was found to be patent. The seroma was cleared and bt shunt was performed. Four weeks after discharge the patient was readmitted with resistant pleural effusion. Considering the suitable morphology, total correction of tetralogy of fallot was undertaken.